Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What was the specific wound complication of the only patient on the study who returned to theatre. Does the surgeon believe that ethicon product caused and/or contributed to the adverse events described in the article? Was there any alleged deficiency relating to ethicon product? Product codes and lot numbers of ethicon product involved can specific patient demographics be provided for patient events?

Event description:
It was reported in a journal article entitled: reducing returns to theatre for neck of femur fracture patients, author(s): selina graham, mark dahill, derek robinson , citation: bmj quality improvement reports 2017;6:u215756.w6261; doi:10.1136/bmjquality.u215756.w6261. The aim of this project was to reduce the rate of returns to theatre for wound complications from 4.4% to 1% over a 6 month period by introducing a protocol for wound closure. The prospective data was comprised of 276 patients with neck of femur fractures during a 6-month period from 01feb2016 to 01aug2016. In hip hemiarthroplasty, 2 vicryl sutures were utilized in capsule, tendon and fascia closures; 0 vicryl suture were used in subcutaneous closure; 2/0 vicryl suture was used in dermal closure with dermabond skin glue. In sliding hip closure, 2 vicryl was used in closure of fascia; 0 vicryl was used in fat closure; 2/0 vicryl was utilized in deep dermal closure; and skin was glued with dermabond. Of these patients, only one returned to theatre for a wound complication in the 6-month intervention period. The primary and re-operation wounds for this patient were closed according to the protocol. The standardisation of wound closure protocol, with continued reinforcement to all members of the multidisciplinary team, improves patient outcome in this group. Vicryl suture. Additional information has been requested.